Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a bad rails on drawer 5 in auxiliary. The field service engineer replaced the slide rails and performed preventative maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the 1b drawer was failed. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.